Event description:
(B)(4), 3 miscarriage's, severe pain in lower abdomen and legs, gallbladder issues, severe sleepless, severe cramping, post partum depression, depression, blood transfusion do to miscarriage, mood swings, movement of essure, failed essure.